Manufacturer narrative:
(B)(4) follow up a device history record review was completed by our quality engineer team for provided material number 305125 and lot number 3083975. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time.

Event description:
No additional information received material#: 305125 batch: 3083975 it was reported by customer that they are able to draw it out of the vial. However, they are unable to push the vaccine into the muscle. They attempted again a second time, and the same thing happened. Incident date: 24oct2023 verbatim: rcc received a complaint via phone. Pir attached. (B)(6). Ref 305125 needle 25x1 rb lot 3083975 they are able to draw it out of the vial. However, they are unable to push the vaccine into the muscle. They attempted again a second time, and the same thing happened. Incident date: 24oct2023 they still have the needles to send in for investigation, if needed.

Manufacturer narrative:
Pr 9125250: initial MDR submission. A follow up MDR will be submitted if additional information becomes available. Device problem code: a1409 - obstruction of flow. Patient problem code: f24 ¿ insufficient information.

Event description:
Material#: 305125. Batch: 3083975. It was reported by customer that they are able to draw it out of the vial. However, they are unable to push the vaccine into the muscle. They attempted again a second time, and the same thing happened. Incident date: (B)(6) 2023.